Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the pump's black box showed no evidence of short battery life. There were low battery warnings observed in the black box through normal battery usage. The battery cap was unable to fully tighten to the pump. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. The audio bolus button cover torn but the button was still responsive. The pump's current draws were within specifications. The pump failed a leak test as a result of the battery compartment crack. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.